Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Dr. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, both donuts were properly formed. Was a complete transection of the cutting washer visually confirmed? Yes. Were there any staple formation issues identified? Yes, when performing the test, they observed that the suture line presented leaking. How was the procedure completed? Using another device (from the competition) that also brought complication after two days of the surgery.

Event description:
It was reported that the colon resection surgery was performed for colon cancer, where the cdh29a and cs40g supplies had been requested. It is informed that during surgery the cdh29a material breaks. Where the surgeon takes competitive circular device to be able to continue with this surgery, since it is a patient with colon cancer. Surgery was rescheduled until the patient was in optimal conditions for to perform surgery. Additional information was provided that when performing the anastomosis with the ethicon cdh29a and performing the test after the shot, they observed that the suture line was leaking, so they decided to quickly use another competitive-branded machine. Two days after surgery the patient had to be re-operated and they noticed that the competition machine had also left a defective staple line. The patient had several comorbidities and could not resist the second surgery, so he died. The patient had colon cancer and had comorbidities. He was a patient with critical health. The doctor realized the error when he performed the test to establish if the staple line was leaking. At first glance the staples seemed well formed. The event was not reported to competitor. The surgeon does not believe that the device contributed to the death of the patient.